Manufacturer narrative:
Additional info will be provided once the investigation is completed. Similar products from lot numbers 0944002e and 0944003e were also implicated in this event.

Event description:
It was reported that the scissors were dull.